Manufacturer narrative:
Image review: xrays- taken post-op.levels implanted: t11-s1.t11-s1 fusion preferred use of peek rod.reported break of rod after patient fell.unable to see fracture site on provided x-rays as this is a radiolucent rod.suspect hardware failuare as a result of fall.root cause: patient related.

Manufacturer narrative:
(B)(6). (B)(4). Product analysis: the rod was returned in two pieces, one being ¿ 80 mm and the other ¿ 135 mm long. The longer of the two pieces has two cracks in it, with both cracks being near bone screw location. The fracture surface of the rod is consistent with that of bend stress overload from a sudden evident. The diameter of the rod appears to be made to print. The above findings are consistent with bend stress overload of the material.

Event description:
Levels implanted: th10-s1 type of technique: standard open surgical technique it was reported that on an unknown date, post-op, the patient suddenly came back to the customer with back pain after fall. The rod on the left side was broken. The fragments of the product did not remain inside the patient. Back pain was reported as a result of this event. Re -spondylodesis was performed at th11-s1 as a result of this event.